Manufacturer narrative:
Final visual analysis found normal lead characteristics.

Event description:
It was reported that in-clinic it was discovered that the patient had developed an infection. The system was explanted on (B)(6) 2018. The patient was in satisfactory condition before and post surgery.